Event description:
An error message issue was reported with the abbott diabetes care (adc) device. Customer received no "sensor related" message and was unable to obtain readings. As a result, customer experienced "dizziness", "erratic movements", and was unable to self-treat, requiring third-party treatment of "glucose gel" (type/dose unspecified) by a healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and severed sensor tail was observed. Data was extracted using approved software, and extraction was successful. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. An extended investigation has been performed. Visual inspection was performed on the returned sensor and did not observe any evidence of misuse or abnormalities. Data was extracted using approved software, and extraction was successful. Smu test was performed to check the functionality of the sensor and also check the accuracy of the returned sensor's readings. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending), indicates the sensor moved to a normal operation mode and was fully functional. Returned sensor have electrical current and temperature values within specification, which indicates no accuracy issues were present in the returned puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No abnormal errors were observed during testing. Observed severed sensor tail was damaged after the sensor had terminated. Therefore, the damage to the sensor tail did not contribute to the customer's complaint. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. The error was not observed during testing, indicating the error termination was not caused by a product malfunction. Since the error termination had no impact on sensor functionality, and no evidence of a product malfunction was found during the investigation, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6), has been returned and an extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. Customer received no "sensor related" message and was unable to obtain readings. As a result, customer experienced "dizziness", "erratic movements", and was unable to self-treat, requiring third-party treatment of "glucose gel" (type/dose unspecified) by a healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.